Manufacturer narrative:
Synergy ii, us, mr, 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damaged with struts from proximal row 7 onwards distorted, bunched and stretched. The stent moved distally on the balloon exposing the proximal balloon wall for approximately 4mm. Stent od (outer diameter) on the undamaged proximal side was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several slight hypotube kinks. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed signs of slight damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. There was evidence that the device was used in a manner inconsistent with the labelled indications as it was reported that the stent protector was gripped too tight during removal. The directions for use states; ¿carefully remove the stent delivery system from its protective tubing for preparation of the delivery system. When using a monorail¿ system, do not bend or kink proximal shaft during removal. Remove the product mandrel and stent protector by grasping the catheter just proximal to the stent protector, and with the other hand, grasp the distal end of the stent protector and gently remove.¿ (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy ii was selected for use to treat the lesion. However, during unpacking, it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy ii was selected for use to treat the lesion. However, during unpacking, it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported.